Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the power supply ps1. System operates as intended.

Event description:
It was reported that the 9800 system, on occasion, would have all of the leds on the c-arm control panel light up. The vfd display will show all blocks and the unit will not x-ray. Rebooting the system corrects the problem. No patient injury was reported.